Manufacturer narrative:
(B)(4). The complainant indicated that the wallflex esophageal stent was contaminated and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex esophageal stent was to be implanted to treat an esophageal cancer during a stent placement procedure performed on (B)(6) 2022. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement procedure. During the procedure, the stent was deployed in the most distal part of the esophagus. The stent could not be repositioned as the blue retrieval suture broke. The stent remained implanted and another wallflex esophageal stent was placed to complete the procedure. There were no patient complications reported as a result of this event.